Event description:
Noise was observed on the atrial channel one day post-implant. The noise could not be reproduced in the clinic with manipulation of the pocket area. Both the ICD and lead are scheduled for replacement on (B)(6) 2010, as the cause for the atrial noise could not be isolated.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3. The cg stated the home patient (hp) disconnected herself thinking therapy was over then reconnected. The technical service representative (tsr) instructed the cg to close the transfer set and explained se 2240 indicates a large amount of air entered the cassette. The tsr advised the cg to inform the nurse of the se 2240. The cg confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The field experience of noise was verified in the laboratory. It is believed that the noise was caused by an anomalous integrated circuit component.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.